Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with stent damage. 2 strut rows toward the middle of the stent were raised. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 60% stenosed, 3.0x38mm eccentric target lesion was located in the distal circumflex (cx). It was noted that a 3.0x32mm promus element stent was previously implanted nine months ago in the distal cx. A 3.00x38mm promus element stent delivery system (sds) was advanced to the lesion; however, the device was unable to be advanced through the 6f guide catheter. The physician withdrew the sds and it was noted that there were damaged stent struts. The procedure was successfully completed with another of the same device with no patient complications reported. The patient¿s condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 60% stenosed, 3.0x38mm eccentric target lesion was located in the distal circumflex (cx). It was noted that a 3.0x32mm promus element stent was previously implanted nine months ago in the distal cx. A 3.00x38mm promus element stent delivery system (sds) was advanced to the lesion; however, the device was unable to be advanced through the 6f guide catheter. The physician withdrew the sds and it was noted that there were damaged stent struts. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's condition is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).